Event description:
It was reported that the pt experienced an infected pump pocket. Edema/seroma/hematoma was noted, not specified. The pump was explanted (date not reported), secondary to concerns related to the infection. The pt outcome was no injury. It was unk if the event was related to the device system.

Manufacturer narrative:
Final device analysis of the returned pump and catheter segments revealed no anomaly found; normal device function.